Event description:
There was a complaint of questionable ise potassium electrode results for 1 patient tested with a cobas c111 with ise module. The questionable results were not reported outside the laboratory. The patient was tested on 2 c111¿s (modules a and b) and one reflotron analyzer. The patient¿s initial result on module a was 5.53 mmol/l; the repeat on module b was 3.83 mmol/l, the third repeat on the reflotron was 3.76 mmol/l. The lot number and expiration date of the ise potassium electrode used were requested, but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) found the ise waste tank and tubing were clogged with an unknown lipidic substance and replaced electrodes. The service actions resolved the issue. No further issues were reported for "at least 1 month", then the issues "reoccurred again with the same pattern". When the issue reoccurs, the customer states the calibration of sodium (na+) and potassium (k+) start to fail. The reason for the accumulation of the lipidic substances could not be determined and is an isolated occurrence. The investigation did not identify a product problem. The cause of the event could not be determined.